Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was having a problem with the patient programmer (pp) when trying to adjust stimulation. They reported that they turned it on and it was beeping. They had changed the batteries because the pp was dead, but then, all it did was beep. They tried doing what the book told them to do, however, they couldn't change anything on the screen. The patient reported they wanted to increase the stimulation because they started having issues again with urinating and leaking all the time. They synced with the pp and it showed the stimulation was off. When they attempted to increase the stimulation, they saw "turn ins on". They indicated that the issues where the pp was not functioning occurred before vacation. They turned the ins on and felt stimulation in their buttock and they increased stimulation on program 3 from 1.0 volts (v) t o 1.1 v. On (B)(6) 2017, the patient reported that the urinating and leaking issue wasn't resolved and it kept shutting down. There were no further complications reported or anticipated.